Event description:
It was reported that the patient presented in-clinic with rising pacing lead impedances, as well as rv capture thresholds. Suspected insulation abrasion was noted via fluoroscopy. Lead was capped and replaced.